Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The apollo catheter has been returned for evaluation. Once completed, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the apollo was in the desired position, the physician began injecting the onyx when the tip of the apollo prematurely detached. The tip remains in the patient. The patient was receiving avm embolization treatment with onyx. This was the third treatment of the avm. The vessel tortuosity was moderate and the access vessel was the femoral. The reported device and accessory devices were prepared as indicated in the IFU and the catheter flushed as indicated in the IFU. The tip was not shaped. There was no friction or difficulty during injection. There was no injection waiting time, the detachment occurred just after starting the onyx injection, and a minimal amount of the onyx had entered the patient when the detachment occurred. The physician did not pause during injection, it was continuous. The injection rate was low, but the exact rate is not known. There was minimal onyx reflux on the catheter. There was no force applied during removal, the catheter tip was not entrapped / stuck, there was no vasospasm, and there was no surgical or medical intervention required. The tip was left in the left mca which is where the avm was being treated. The same onyx was used to complete the procedure after the apollo was removed.

Manufacturer narrative:
Additional information: reference MDR 2029214-2017-00109 for the onyx used in this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the apollo micro catheter was returned for analysis and the clinical observation was confirmed as the 1.5cm detachable tip was detached. The tip was not returned as it remains in the patient. Upon visual inspection no damages were found with the micro catheter hub, body, or distal end. Onyx residue was found within the micro catheter hub and within the distal end of the detach zone. No other anomalies were observed on the micro catheter. All products are 100% inspected for damage and irregularities during manufacturing. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience; therefore, manufacturing has been ruled out as a potential cause. Tip premature detachment can occur if the micro catheter is repositioned after the start of onyx injection. However, the cause for the detachment could not be confirmed. Per the apollo IFU (instructions for use): ¿do not reposition catheter after start of onyx injections.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.